Manufacturer narrative:
The end user reported that in (B)(6) 2012, she was using a rollator outdoors and suddenly found herself on the ground with the rollator. She was admitted to the hospital with a fractured hip. It was surgically repaired. She stated she did not know what happened and was unsure what role if any, the rollator may have played in the incident. She returned the sample to the dme company last year indicating that it was broken and she wanted a replacement. She did not inform them that she had fallen and fractured her hip. The sample was not retained for evaluation and the end user has been using another rollator for the past year. In the absence of a sample to evaluate or other details pertaining to the incident, we have not identified a root cause. It is not known if the rollator was a cause or contributing factor to this incident. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.

Event description:
The end user reported that she fell one year prior while using the device and fractured her right hip.